Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 23-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain having led to several consultations") in a 46 year-old female patient who had essure inserted (lot: no. 628310, 628427) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gilbert's syndrome, sleep apnoea, gallbladder stone and previous caesarean section. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), musculoskeletal pain ("musculoskeletal pain"), paraesthesia ("paraesthesia"), pollakiuria ("pollakiuria"), visual acuity reduced ("reduced visual acuity"), memory impairment ("memory disorders"), cervicobrachial syndrome ("cervicobrachial neuralgia"), sleep apnoea syndrome ("sleep apnoea"), dizziness ("dizziness") and disturbance in attention ("slight disturbances of concentration") and was found to have rheumatoid factor increased ("increased rheumatoid factor") and uterine leiomyoma ("polymyomatous uterus"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for pelvic pain, fatigue, musculoskeletal pain, paraesthesia, rheumatoid factor increased, pollakiuria, visual acuity reduced, memory impairment, uterine leiomyoma, cervicobrachial syndrome, sleep apnoea syndrome and dizziness were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, musculoskeletal pain, paraesthesia, rheumatoid factor increased, pollakiuria, visual acuity reduced, memory impairment, uterine leiomyoma, cervicobrachial syndrome, sleep apnoea syndrome, dizziness or disturbance in attention. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Magnetic resonance imaging] (date unknown): found pelvic varices and especially a polymyomatous uterus with no signs of endometriosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-jan-2023. The most recent information was received on 05-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain having led to several consultations") in a 46 year-old female patient who had essure inserted (lot no. 628310, 628427) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gilbert's syndrome, sleep apnoea, gallbladder stone and previous caesarean section. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), musculoskeletal pain ("musculoskeletal pain"), paraesthesia ("paraesthesia"), pollakiuria ("pollakiuria"), visual acuity reduced ("reduced visual acuity"), memory impairment ("memory disorders"), cervicobrachial syndrome ("cervicobrachial neuralgia"), sleep apnoea syndrome ("sleep apnoea"), dizziness ("dizziness") and disturbance in attention ("slight disturbances of concentration") and was found to have rheumatoid factor increased ("increased rheumatoid factor") and uterine leiomyoma ("polymyomatous uterus"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the outcomes for pelvic pain, fatigue, musculoskeletal pain, paraesthesia, rheumatoid factor increased, pollakiuria, visual acuity reduced, memory impairment, uterine leiomyoma, cervicobrachial syndrome, sleep apnoea syndrome and dizziness were unknown. No causality assessment was received for essure with regard to pelvic pain, fatigue, musculoskeletal pain, paraesthesia, rheumatoid factor increased, pollakiuria, visual acuity reduced, memory impairment, uterine leiomyoma, cervicobrachial syndrome, sleep apnoea syndrome, dizziness or disturbance in attention. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Magnetic resonance imaging] (date unknown): found pelvic varices and especially a polymyomatous uterus with no signs of endometriosis. Lot number: 628310. Manufacturing date: 2008-10. Expiration date: 2011-10 lot number: 628427. Manufacturing date: 2008-11. Expiration date: 2011-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.